Event description:
It was reported that, "the surgeon noticed the centpillar tmzf which cracked the slot on some x-rays. The pt has no pain and no problems. The surgeon has not any plans of revised at this point."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.